Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured upon removal from the joint during knee arthroplasty.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) device confirmed that it had fractured into two pieces and that all of the fragments were returned. Visual exam revealed the fracture occurred proximally to the medial edge of the central post. This device is used for treatment.this particular device is listed in an aggregate scope list associated with corrective actions. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. For this event, it was reported that ¿a mallet was used gently to tap the device into position¿, which is advised against in the revised surgical procedure as part of the field action. Per the persona surgical technique, ¿ gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand.¿ it was also noted that during the removal of the provisional devices, it appears that the surgeon was attempting to remove the tasp and femoral components at the same time. Per the surgical technique "if trialing with tasp leave femoral provisional in place until trialing is complete." Misuse is considered as the root cause.